Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the lead was not able to be fixed to the right atrial. After several unsuccessful attempts, the physician changed to a passive fixation lead and completed the procedure. There were no adverse consequences to the patient.